Event description:
It was reported that the patient received 2 inappropriate shocks from the implantable cardioverter defibrillator (ICD). The first shock was received while the patient was walking and the second shock was received 2 days later while the patient was moving on a wheelchair. It was reported that the episodes were supra ventricular tachycardia (svt) rather than ventricular tachycardia (vt). The device was reprogrammed to mitigate further inappropriate therapy. The patient was enrolled in the (B)(6) trial. The ICD system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a serial number the manufacture date and expiration date are unable to be determined. (B)(4).